Event description:
A 3.5mm by 24 synergy xd drug-eluting coronary stent was deployed to the mid right coronary artery. Stent fully deployed but the balloon did not fully deflate. The balloon could not be pulled back into the guide catheter. The balloon and guide catheter successfully removed from the patient's body. No harm caused to the patient. Manufacturer response for coronary drug-eluting stent, synergy¿ xd (per site reporter): the local boston scientific representative was notified of this event. They are reporting this event on their end and has requested the device as soon as we can release it to them.